Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that high impedance was observed. Small amount of noise was observed while performing pocket manipulation. The lead was explanted.